Manufacturer narrative:
Date of birth - born in (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that they planned to conduct femoral artery closure with a 6fr angio-seal after the treatment with a 5fr catheter. While trying to insert the insertion sheath, the sheath was found difficult to get into the artery. They stopped the use and changed to a closure device from another brand. The following procedure went on well and no harm was found on the patient. The patient was stable. The blood loss was less than 250 cc. Additional information was received on 25nov2019. Pre-operative angiography was performed.